Event description:
On a follow-up it was determined that the pacing thresholds were high and that the system was sensing inappropriately. The lead system was explanted and troubleshot. It was determined that the unipolar negative rate sensing lead impedance was greater than 680 ohms. The unipolar positive rate sensing lead impedance was less than 80 ohms, the less than 80 ohms measurement indicates a severe problem with the sensing lead.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.